Event description:
It was reported that during a coronary stent procedure, the delivery/stent device became stuck on the wire. The delivery/stent device and wire were removed as one with some difficulty. No pt injuries or complications occurred.